Manufacturer narrative:
Citation: o¿sullivan cj. Impact of mitral regurgitation on clinical outcomes of patients with low-ejection fraction, low-gradient severe aortic stenosis undergoing transcatheter aortic valve implantation. Circ cardiovasc interv. 2015 feb;8(2):e001895. Doi: 10.1161 /circinterventions.114.001895. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of mitral regurgitation on clinical outcomes of patients with low-ejection fraction, low-gradient severe aortic stenosis undergoing transcatheter aortic valve implantation. All data were collected from a single center between august 2007 and december 2012. The study population included 113 patients (predominantly male; mean age 82 years), 65 of whom were implanted with medtronic corevalve (serial numbers not provided). Among all patients 29 deaths occurred: twenty six were cardiovascular related; 3 causes were not discussed. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: aortic regurgitation following implant and conversion to open heart surgery. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.